Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. Customer reported high blood glucose level of 480 mg/dl which was treated with intravenous insulin drip at hospital. Trouble shooting was declined. Customer reported symptoms such as feeling sick at the time of hospitalization. The insulin pump will be returned for analysis.